Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (3) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4779. The second photo shows an enlarged image of the catheter balloon with asymmetrical inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temperature sensing catheter with cut portion of inlet tubing and syringe. Visual inspection noted the catheter balloon was asymmetrical. Using in house syringe 3m of solution was passively withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical 100:0. Balloon deflated passively in 2min 18 sec. No cuffing noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the sterile water inside the foley catheter balloon did not drain. Per notification from investigator on 29jan2026 it was reported that balloon was asymmetrical 100:0 found during sample evaluation on 22dec2025.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the sterile water inside the foley catheter balloon did not drain.